Manufacturer narrative:
Investigation: one unopened sample was returned and taken out form the package and checked visually, and no abnormality such as damage, molding defect, etc. On safety shields or other parts, which could be related to the reported event, was found. Then, the actuation of safety shields of returned sample was checked and no problem was found on the breakaway force, sustaining force or security force. Next, our retained samples of the lot concerned (B)(4) sets were checked visually and no abnormality such as damage, molding defect, etc. On safety shields or other parts, which could be related to the reported event, was found. Also, each actuation of safety shields of the lot concerned (B)(4) sets were checked and no problem was found on the breakaway force, sustaining force or security force. Also, the manufacturing and inspection records of the lot concerned were reviewed and no abnormality which could be related to the reported event was found. The reported event was not confirmed at our plant. According to the event description, ¿phlebotomist experienced a contaminated needlestick when patient moved¿, therefore, it was considered the reported event was not caused by any abnormality of our product.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a phlebotomist had a needle stick injury with a 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 12 in. Tubing and luer adapter when the patient moved. The phlebotomist report with their manager and medical and followed reporting protocol.